Manufacturer narrative:
Returned was a softvu bn2 5f x 100cm catheter. A visual review of the device noted that the tip is separated from the catheter shaft. Also noted the catheter tip had damage. The device met all manufacturing dimensional specifications for this product. The reported complaint description of soft-vu tip fracture is confirmed. The root cause for this event was determined to be the material of the tip. A CAPA was initiated to determine the root cause and implement a corrective / preventative action for this type failure a material change to address the robustness of the catheter tip was implemented on 11-aug-2017. The complaint sample (lot 5015605) was manufactured before the implementation of this material change. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with states; "never advance or retract an angiographic catheter or guidewire against resistance. This may result in damage to the vessel, the product, or both. Do not attempt to hand straighten the tip of any curved tipped catheters which are furnished with a tip straightener. This may result in damage to the product. Tip straighteners are furnished on all catheters intended to be straightened with the aid of a tip straightener. Reshaping of the catheter tip is not recommended. Physical damage to the catheter material can result when exposed to heat. Do not leave curved tipped catheters straightened over guidewires for extended periods of time. This will result in failure of the catheter tip to re-form to its intended shape." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint #: (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer for a device evaluation. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
It was reported that a softvu angiographic catheter tip detached/fractured when being loaded onto the guidewire. The device had not been placed inside of the patient at the time of the detachment. The device was set aside and a new of the same was used to complete the procedure. The patient did not suffer any adverse harm or injury due to this event. It was reported the defective disposable device ihas been returned to the manufacturer for a device evaluation.